Event description:
The core universal driver was sent for evaluation because, it was running on its own without activation during a procedure. The procedure was completed with a readily available alternate device without any clinically significant delay. No adverse event was associated with the device.

Manufacturer narrative:
Performance testing could not be performed because, the device had no power.